Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID d-evprop34us, product lot/serial number (B)(6), product ID l-evprop34us, product lot/serial number (B)(6). Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned via fedex inside the outer packaging of d719573 (replacement valve), inside the heart valve return kit¿s jar submerged in clear 0.2% glutaraldehyde solution. The valve was discolored and appeared severely dehydrated. All leaflets appeared dehydrated and stiff. As received, all leaflets were in a partially open position. All commissures appeared intact. Due to the severely dehydrated condition of the valve, a deployment simulation was not performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, several frame expansion issues were observed. Subsequently the valve was replaced with a new valve. No adverse patient effects were reported.